Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving baclofen 2000mcg/ml at ¿576 mcg¿, prialt 3mcg/ml at ¿0.864 mcg¿, and dilaudid 3mg/ml at ¿0.864¿ via an implantable pump for intractable spasticity and other spasticity. The patient¿s medical history and concomitant medications were unknown. On (B)(6) 2016, the patient thought the catheter had pulled out of its space. The patient experienced increased pain and spasticity. The patient was brought in for a catheter revision, and when the physician opened up the back, he noticed the spinal segment was intact. When he cut the catheter, he was able to see cerebrospinal fluid (csf) come out. When he opened the pump pocket, he noticed the pump segment was kinked. The entire catheter was replaced. The patient¿s baclofen dose was decreased to 300 mcg/day, prialt to 0.45 mcg/day, and dilaudid 0.45 mg/day. The patient was admitted to observe her overnight. As of (B)(6) 2016, the issue had resolved. The patient¿s status was reported as ¿alive ¿ no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.